Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the"the package is open". The product was not used on or by a patient. Photographs depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
A batch record review has been completed with no discrepancies found. Preventive maintenance (pm) logs have been checked and all pm's were completed. Aquacel ag drs 15x15cm was manufactured under system application products (sap) code 1186106 and manufacturing lot number 8m00874. Lot number 8m00874 was sterilized under lot 1221395111 and released on review of results of sterilization. All the results were within specification and products were released. The production process, in process testing and packaging or products was run in accordance with process instruction for machine doyen 4. Visual inspection performed in accordance with testing methods was completed at the beginning of the order and every fifteen (15) minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 8m00874. This is the only complaint for the affected lot registered within complaint handling system. Two (2) photographs have been received for this complaint and have been evaluated in accordance with work instructions. The photographs confirm the product, lot number and the complaint issue. A non-conformance has been opened with investigation. The investigation is complete, and the root cause has been found to be an issue with the foil not passing through the sealing rollers correctly caused by the deflection of the web due to a malfunction on the lower foil unwinding unit of the auto splice machine. This issue has been fixed by using manual splicing. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.